Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported balloon rupture was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a heavily calcified, 99% stenosed lesion in the mildly tortuous mid right coronary artery (rca). Pre-dilatation was performed using a non-abbott balloon dilatation catheter (bdc), then intravascular ultrasound (ivus) was performed. The 3.75x15mm nc trek bdc was soaked and prepped for use without issue. The nc trek met slight resistance during advancement to the lesion, but was able to successfully cross. However, the nc trek balloon ruptured at 12 atmospheres (atm) during the first inflation. The nc trek was withdrawn from the anatomy without issue. Atherectomy with a non-abbott device and additional dilatation using a non-abbott bdc were performed, followed by deployment of a non-abbott stent implant to successfully complete the procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.